Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in both unipolar and bipolar configurations. As the patient was not pacemaker dependent, the physician elected to leave the lead implanted until the pulse generator reaches elective replacement indicator.

Manufacturer narrative:
Na